Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure with the subject retriever for a clot located at the right internal carotid artery, middle cerebral artery m1 segment. Approximately two days post procedure, the patient experienced symptomatic intracranial hemorrhage which included low level of consciousness, no opening/reaction of the eyes and no response to painful stimulus. Medical management which included administration of propofol and oxygen was performed as treatment. Approximately five days post procedure, the patient died and the primary cause of death was reported as intracranial hemorrhage. The event was reported to be related to the procedure and unrelated to the subject device. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hemorrhage and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure with the subject retriever for a clot located at the right internal carotid artery, middle cerebral artery m1 segment. Approximately two days post procedure, the patient experienced symptomatic intracranial hemorrhage which included low level of consciousness, no opening/reaction of the eyes and no response to painful stimulus. Medical management which included administration of propofol and oxygen was performed as treatment. Approximately five days post procedure, the patient died and the primary cause of death was reported as intracranial hemorrhage. The event was reported to be related to the procedure and unrelated to the subject device. No further information is available.